Event description:
This lead was implanted on (B)(6)2007 and was explanted on (B)(6)2011 due to the lead was damaged during generator removal at a change out procedure. The physician was dr. (B)(6) at (B)(6)hospital . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).